Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. It was determined that the device passed all tests and met all criteria on performance specification. An assignable root cause was not determined. However, an unusual heat development of the motor was detected. It was determined that this was most likely due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(4). The date returned to manufacturer was documented as unknown in the initial report. It has been updated to jul 3, 2015. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 17, 2007. Device evaluation: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device with an attachment was not functioning when connected to power supply. The reporter stated that the device was tested prior to sterilization. According to the report, the device was fully functional during pre-surgery testing. The reporter stated that the device was tested post-surgery and it was still not responsive. It was further reported that the device responded to power supply by ¿clicking¿ twice and then seized activity. As a result, there was a 30 to 40 minute delay in the surgical procedure. It was not reported if a spare device was available for use; however, it was reported that the surgery was completed using a non-preferred surgical method. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.